Event description:
Following exposure to a security gate at the courthouse, the patient experienced an overstimulation sensation. The implantable neurostimulator (ins) was turned on during the exposure. The patient was at home. Additional information has been requested, a follow-up report will be sent if additional information becomes available.